Manufacturer narrative:
There have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was able to verify the complaint. The returned attachment was tested by manufacturing personnel and did not meet specification for cap temperature and current draw. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 73.1 degree celsius and 116.0 degree celsius under load testing with coolant spray on. These temperatures did exceed specifications. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed minor gear wear. Head cavity looked dry with only minor debris. Debris was noted inside the head and cap end bearing components. Cap end bearing retainer was broken into pieces and it was covered with debris. This failure would have resulted in instability of the set assembly and as a result increase the temperature causing heat reported in the complaint.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated; no injury resulted.